Manufacturer narrative:
Investigation: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for safety shield separation with the incident lot was not observed as all product specifications were met. Each sample was hand activated to evaluate the safety shield falling off. The safety shield was rotated backward with ease with no IV shield lift identified. The safety shield was then engaged over the IV needle. The lock-out features engaged appropriately and no breakage, full or partial disengagement of the safety shield from the body of the unit was identified on any of the samples. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the safety shield failed to cover the bd vacutainer® eclipse¿ blood collection needle after use, resulting in a dirty needle stick to the finger when attempting to place the needle in a sharps container. The following information was provided by the initial reporter: "it appears we have had an incident where the needle safety cover malfunctioned, when someone pricked their finger when placing a needle into a sharps container." Who was exposed? (B)(6). What were they exposed to? Blood. What area of the body was exposed? Finger. Was any post exposure testing performed? Yes. What tests were run? Needle stick protocol as per nhs. Was the needle that stuck employee already in the sharps container? Or was it the one they just finished using? The one just finished using.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety shield failed to cover the bd vacutainer® eclipse¿ blood collection needle after use, resulting in a dirty needle stick to the finger when attempting to place the needle in a sharps container. The following information was provided by the initial reporter: "it appears we have had an incident where the needle safety cover malfunctioned, when someone pricked their finger when placing a needle into a sharps container." Who was exposed? (B)(6). What were they exposed to? Blood. What area of the body was exposed? Finger. Was any post exposure testing performed? Yes. What tests were run? Needle stick protocol as per (B)(6). Was the needle that stuck employee already in the sharps container? Or was it the one they just finished using? The one just finished using.